Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display and multiple errors. The customer¿s current blood glucose level was 159 mg/dl at time of incident. The customer stated that the pump screen was blank. Troubleshoot was performed and changed battery. Customer stated that display did not returned. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.